Manufacturer narrative:
(B)(6). (B)(4). A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the line of a turbo-ject double lumen over-the-wire power-injectable PICC cracked. Consequently, the device had to be removed and replaced. Additional information regarding the patient, device, and event has been requested but is currently unavailable.

Manufacturer narrative:
Investigation - evaluation. It was reported by university of alberta hospital that the line of a turbo-ject® double lumen over-the-wire power-injectable PICC (rpn: upicds-4.0-CT-otw-st-1111, lot number: 13159200) cracked. After the discovery of the cracked line, the device was removed and replaced. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot (13159200) and the related catheter component lot revealed no recorded non-conformances. A database search did not identify any other events associated with the reported device lot. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence suggesting that nonconforming product exists either in house or in field. Cook also reviewed product labeling. The turbo-ject® double lumen over-the-wire power-injectable PICC is currently supplied with IFU t_ctpiccotwtt_rev3 which includes the following: ¿warnings: the safe and effective use of turbo-ject PICC lines with power injector pressure set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. Precautions: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter maintenance: ¿.if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if microclave or other needless adapters approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should be again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Strict aseptic technique must be adhered to while using and maintaining catheter. Instructions for use 10.....secure the catheter to the skin, dress in the standard fashion.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause was unable to be established. Appropriate measures have been initiated to address this failure mode. A CAPA is currently in progress to further investigate this failure mode with this device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.